Event description:
It was reported that a user believed the ilet was not delivering insulin and noted that an infusion set had been removed around the time of concern; review of device data showed insulin delivery up to shortly before the set removal, the user completed a full supply change, was instructed to wait before reconnecting, and had self-administered 10 units of humalog; blood glucose was elevated at 261 mg/dl without symptoms and later decreased to 125 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact, though medication was required to manage glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device component implicated or to confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.